Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
It was reported that left ventricular (lv) threshold test was performed and the results were saved successfully. After that, in the patient screen, printing the results was not possible. Despite changing again the screen and trying to modify some parameters, the interface of the programmer was blocked. The only way to end the current session was by turning off the subject programmer. The programmer was unplugged and plugged again but during an ICD interrogation the same issues reappeared and an error message was displayed in the lv lead threshold screen. A new programmer was used to pursue the follow-up. It should be noted that a hardware problem was suspected with this same programmer and should be returned for repair.

Event description:
It was reported that left ventricular (lv) threshold test was performed and the results were saved successfully. After that, in the patient screen, printing the results was not possible. Despite changing again the screen and trying to modify some parameters, the interface of the programmer was blocked. The only way to end the current session was by turning off the subject programmer. The programmer was unplugged and plugged again but during an ICD interrogation the same issues reappeared and an error message was displayed in the lv lead threshold screen. A new programmer was used to pursue the follow-up. It should be noted that a hardware problem was suspected with this same programmer and should be returned for repair.

Manufacturer narrative:
Preliminary analysis of the available files could not confirm the reported behaviour.

Event description:
It was reported that left ventricular (lv) threshold test was performed and the results were saved successfully. After that, in the patient screen, printing the results was not possible. Despite changing again the screen and trying to modify some parameters, the interface of the programmer was blocked. The only way to end the current session was by turning off the subject programmer. The programmer was unplugged and plugged again but during an ICD interrogation the same issues reappeared and an error message was displayed in the lv lead threshold screen. A new programmer was used to pursue the follow-up. It should be noted that a hardware problem was suspected with this same programmer and should be returned for repair.